Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: on an unspecified date in (B)(6) 2020. (B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a transfer set was disconnected from the titanium adapter. This occurred prior to peritoneal dialysis therapy. The transfer set was replaced, however the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.